Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient' faced a kinked cannula on (B)(6) 2024.the issue occurred with six infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available (B)(6) 2024.

Manufacturer narrative:
Initial and final MDR 1883877- MDR 3003442380-2024-07375- device 6 of 6